Event description:
A malfunction was reported when a malfunction code appeared, identified as malf 9. There was no adverse impact to the customer's blood glucose level. The customer did not initially reset the pump, but after receiving help from technical support, they successfully reset it. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to contact support again if the issue reappeared.